Event description:
Information received indicates the left foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch cover was preventing the latch from engaging. He adjusted the latch cover, allowing the siderail to function properly.